Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported two (2) unconfirmed false negative result via social media with the binaxnow covid-19 antigen self test performed on an unknown date. This MFR. Report addresses test one (1) of two (2). The consumer stated they were covid-19 positive but no information was provided on the source of diagnosis. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.\ in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported two (2) unconfirmed false negative result via social media with the binaxnow covid-19 antigen self test performed on an unknown date. This MFR. Report addresses test one (1) of two (2). The consumer stated they were covid-19 positive but no information was provided on the source of diagnosis. No additional patient information, including treatment and outcome, was provided.